Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a starclose se device. Reportedly, "the device was defective". It was not specified how hemostasis was achieved. It was not specified if the operator was trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Estimated date of event - although the date of occurrence was requested, it has not yet been provided. The customer reported the product experience on (B)(6) 2013, which will be the estimated date of occurrence.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch filed, the customer indicated the device is no longer available and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.